Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. Device evaluation found the u plug unit is faulty, which causes the image becoming blurred, indistinct or noisy. Additionally, the light guide insertion tube is deteriorated. Based on the results of the investigation, a definitive root cause cannot be identified. Reasonably known information suggests probable causes such as damage or deterioration of parts, environment problem like as dust/dirt/humidity, optical problem, overheating problem, and electrical problems like as signal loss or open circuit. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bronchovideoscope image becomes blurred, indistinct or noisy. The issue occurred during preparation for use. There were no reports of patient harm.